Manufacturer narrative:
The impacted sample has not been returned to belmont for inspection. A review of the pictures provided by the distributor indicate that a separation occurred where the hose is connected to the reservoir. It is not possible to determine if the root cause of the separation was a handling issue or a manufacturing issue from the pictures provided. A review of the manufacturing records and retain sample indicate no issues for this lot and no other similar complaints have been received for this lot. Belmont confirmed that there was no patient injury as a result of the reported incident. This is regarded as an isolated incident and belmont shall continue to monitor for any similar incidents.

Event description:
During a procedure with an acutely bleeding trauma patient, an accidental incident occurred with a 3l reservoir. Where the return hose is connected to the reservoir, the weld broke in the middle of the transfusion, and the blood started gushing out over the rapid infuser. This happened after the trauma staff had been working for about 45 minutes with the rapid infuser. The belmont's distributor confirmed on (B)(6) 2022, that there was no patient injury as a result of the reported incident.

Manufacturer narrative:
The internal complaint file#: (B)(4) has been logged for this incident for traceability. The ri-2 and disposable involved in the incident has been obtained by the distributor but has not yet been returned/ received by belmont medical technologies for evaluation. The user reported that during a procedure with an acutely bleeding trauma patient, an accidental incident occurred with a 3l reservoir. Where the return hose is connected to the reservoir, the weld broke in the middle of the transfusion, and the blood started gushing out over the rapid infuser. This happened after the trauma staff had been working for about 45 minutes with the rapid infuser. The distributor confirmed on (B)(6) 2022, that there was no patient injury as a result of the reported incident. Belmont have followed up on october 26th, october 28th and november 9th to obtain additional information but have not yet received any further information on the incident. The operator's manual provides instructions on installing the disposable set and additional recommended operator actions. The step-by-step procedures in manual has warning on installing the disposable, "do not kink or twist the tubing" and "do not apply excessive pressure to the pressure transducer. The pressure transducer can be damaged with excessive force. Do not use the system if the pressure transducer is damaged". All disposable sets are 100% visually inspected and 100% leak tested prior to final packaging and release for shipment from belmont medical technologies. Review of complaints confirms that this is an isolated incident. Belmont is waiting to get the device back for investigation. Without results of the device investigation, no conclusions can be drawn. A follow-up report will be submitted once the investigation is complete and additional information becomes available.